Manufacturer narrative:
B5 event description.

Event description:
It was reported that on june 10th, during a tka surgery, a journey ii bcs art insert trial size 7-8 9mm left broke inside the patient during impacting. All pieces were retrieved, the patient suffered no harm. It was mentioned that there was a crack in the trial beforehand. The procedure was finished with the same device and without delays.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on (B)(6), during a tka surgery, a journey ii bcs art insert trial size 7-8 9mm left broke inside the patient during impacting. All pieces were retrieved, the patient suffered no harm. The procedure was finished with the same device and without delays.